Event description:
It was reported that the patient had a subtherapeutic international normalized ratio, (B)(6) bacteremia, urinary tract infection (uti), and clostridium difficile. The patient was admitted from (B)(6) 2017 to (B)(6) 2017.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 09nov2016. No further information was provided. The manufacturer is closing the file on this event.